Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a transpac® IV monitoring kit, disposable transducer, 03 ml squeeze flush device, macrodrip. On 28mar2023, the customer reported that the connector cap was broken during infusion of normal saline. There was no other physical defect noted. The set was replaced, and therapy resumed. The customer provided additional information on 30mar2023 confirming that the device was broken at the 3-way stopcock location and forwarded a diagram of the area of breakage encircled in red. The diagram indicates that this defect/event is potentially a pressure tubing separation. There was no report of harm.